Event description:
Device malfunction: stent appears to be fractured and twisted. Symptoms/ae: in-stent restenosis and totally "occulated" stent. Time of device malfunction and symptoms/ae: after the carotid stenting procedure. It was reported to abbott vascular on 2/13/2007, that in 2006 during an ultrasound a possible partially "occulated" stent was observed. The physician stated that, during the ultrasound something was seen, but unknown to the nature of what was seen. In 2007 an angio found the stent to be totally 'occulated', fractured and twisted. Stent was found to be extended from a measurement of 10mm to 16mm. The patient was asymptomatic and will be monitored and no medical or surgical intervention is scheduled at this time. The date of the carotid procedure at the bifurcation of the right common carotid artery was 2006. There was no tortuosity but there was heavy calcification. No additional information available.